Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was a middle cerebral artery occlusion. Vessel tortuosity was normal. The resistance was in the proximal section of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). Used the rebar the microcatheter to deploy the subsequent stent and used normally.

Event description:
Medtronic received a report that the surgeon used this product in an emergency intracranial artery thrombectomy. After opening the package, the stent was vented and hydrated normally, and then it was pushed in the rebar-18 microcatheter. During the pushing process, when the stent entered the y valve and connected with the microcatheter, there was an obvious obstruction in pushing. The surgeon planned to remove the stent and rehydrate it. After removing it, it was found that the pushing rod was a little kinked. Due to the tight time of the operation, a new product of the same model was replaced. The operation was successfully completed without causing adverse effects on the patient. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.